Manufacturer narrative:
Device investigations did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. The patient's hearing deteriorated postoperatively, which was not caused by the device. However, in addition the recipient suffered from pain as well as dura thickening at the implant site. Hence, as mentioned in the patient report, the user had no more benefit using the device and has been re-implanted with a middle ear implant. This is a combined initial and final report.

Event description:
The explanted device was received at headquarters. According to the device explantation report form the user had no benefit with the device and was reimplanted with a middle ear implant because the bone conduction implant (bci) was no longer sufficient. Additional information from the field stated that the user had a progression of the hearing loss. Also, thickening of the dura was observed and the recipient was experiencing pain in addition to the lack of benefit, which led to the explantation. Reportedly, the thickening might be related to the implant. Prior to hearing deterioration, the user was able to receive benefit when using the implant.